Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported lead perforation. A lead tip stiffness test was performed and was found to be within specification. Further analysis found the helix and inner insulation clogged with dried body fluid/tissue. The ensuing resistance resulted in an over-torque condition, and the helix could not extend as a result. After destructive analysis and cleaning, the helix was found to function normally.

Event description:
Patient presented with an exit block due to lead perforation. The lead was explanted when repositioning was unsuccessful.